Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 600mg/dl. Mother states her daughter has been having issues with the infusion sets and has been in diabetic ketoacidosis four times this during the month of (B)(6) 2017. The infusion sets after inserting are bending and not inserting properly. The infusion sets were replaced. The product was not returned for analysis.